Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The event date is an approximation. On (B)(6) 2024, it was reported that the patient¿s spouse found him in the bed and unresponsive. The patient¿s cgm was 65 mg/dl, and the bg meter was reading 127 mg/dl. Emergency medical services (ems) was called. Once ems arrived, the patient¿s cgm was reading 165 mg/dl, and the bg meter was 125 mg/dl. Ems transported the patient to the emergency room. The patient was admitted for 10 days. The patient was in good condition at the time of report. Attempts to reach the patient for further event clarification/details were unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
Cmpl (B)(4) diabetes mellitus is a known cause of loss of consciousness.